Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that connector c35-o leaked and the connector became disconnected. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that chemotherapy was leaking due to connector and PICC line becoming disconnected. Per pir: patient receiving chemotherapy day 4, cycle 2. Second cemo ifosfamide started 0053. Around 0130 am patient called and complained chemotherapy leaking. Around 50-75ml leaked in the patient cloth and sheet. Chemo not completely finish. PICC line and connector side on chemo tubing disconnected. Its connected with connector drug transfer device and injector drug transfer device. Patient washed the site with soap and water. Sheet changed and completed chemo. Paged and notified on call dr. (B)(6).

Manufacturer narrative:
. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that connector c35-o leaked and the connector became disconnected. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that chemotherapy was leaking due to connector and PICC line becoming disconnected. Per pir: patient receiving chemotherapy day 4,cycle 2.second cemo ifosfamide started 0053. Around 0130am patient called and complained chemotherapy leaking. Around 50-75ml leaked in the patient cloth and sheet. Chemo not completely finish. PICC line and connector side on chemo tubing disconnected. Its connected with connector drug transfer device and injector drug transfer device. Patient washed the site with soap and water. Sheet changed and completed chemo. Paged and notified on call drmbadugha anayo.